Event description:
Negative rapid antigen test with positive pcr after. Covid symptoms, took home antigen test, was negative returned to work after symptoms resolved and pcr came back positive. Noticed additional lots recalled for false positives, wanted to report potential false negative. Product was ellume covid-19 home test, lot number 21156296. FDA safety report ID # (B)(4).